Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The additional information indicated that the user did not cover the red catheter hub with their thumb during advancement, instead opting to connect the catheter to the device handle prior to advancement. The IFU states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: the information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd) urgent ogd active bleeding ulcer in duodenum, the physician used a cook hemospray endoscopic hemostat. It was reported that when the staff was setting up the hemospray using the standard process, when they were about to administer, it did not fire [difficult or unable to spray - subject of report]. A second device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was a micro label affixed to the device handle from the lot number provided in the report. The micro label matches the product returned. Our evaluation of the product said to be involved confirmed the report. All components were not included in the return, no catheters were returned, therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. No powder was observed within the device nozzle or on the outside of the device. When tested as returned the device did not spray. The co2 cartridge did not audibly discharge upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). When tested with a new co2 cartridge and activation knob the device sprayed. However, the button would be compressed and occasionally powder would not spray. By gently shaking the handle to address possible voids forming in the powder chamber, and compressing the button again, the flow of powder would resume. Voids forming in the powder within the powder chamber while releasing the powder is a likely cause for the difficulty experienced by the user. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device confirmed the report. The root cause for the report of unable to spray is most likely voids forming within the powder as powder was released, creating empty spaces in the chamber which disrupted the flow of powder. However, a cold handle as described in the initial complaint, was not noted during functional testing. Additionally, the additional information indicated that the user did not cover the red catheter hub with their thumb during advancement, instead opting to connect the catheter to the device handle prior to advancement. The IFU states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because no complete catheters were returned for evaluation. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: the information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.